Event description:
A site representative reported that they were unable to see the instrument on the screen but the images are updating and the navigation system was actively tracking. They could see crosshairs when the anatomical images are up. However, when they switched to trajectory views, the probe could not be seen. He zoomed out and determined that the probe shows up about 6 inches off the spinous process. He does not believe the frame moved. Medtronic technical services representative recommended making sure the frame is rigidly attached and taking another c-arm spin. After taking another c-arm image they continued with navigating the case. No patient harm occurred.

Manufacturer narrative:
.

Manufacturer narrative:
The site does believe that the frame was bumped, but the surgeon chose not to take another image and just proceeded with the case using navigation, but knew accuracy was off, used navigation as a reference but not to place screws. The or staff said everything went well patient was not affected.